Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site infection.

Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported "infection - removed 4 weeks".

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site infection.

Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported "infection - removed 4 weeks".